Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint of bleeding post percutaneous ire treatment could not be confirmed as no sample was returned for a device evaluation. Although the complaint could not be confirmed, the most likely cause for post treatment bleeding is due to a patient issue. It is unknown if the patient had any other health conditions that could affect the ire treatment or the healing process. No complications or device malfunctions were reported during the procedure. A review of the lot history records was performed for the disposable device lot for any deviations related to the reported event of the complaint. The review confirmed that the packaging lots and all component lots met all material, assembly, and performance specification. The nanoknife generator user manual states that patients may be at risk with insufficient muscle blockade or anesthetic analgesia (reflex tachycardia and reflex hypertension); patients with abnormal sinus rhythm prior to an ablation (arrhythmia); patients with a history of hypertension (hypertension); or patients with partial portal venous thrombosis, low central venous pressure (cvp), and a prothrombotic condition (venous thrombosis). A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on november 02, 2017: this medwatch is not to report a device malfunction, but to report an adverse patient effect. An ire procedure for pancreatic cancer had been successfully completed with no report of patient complications or device malfunctions. Post procedure, during recovery, the patient exhibited a bleed. Distal to the area of the ablation; bleed of distal sma (superior mesenteric artery). The patient was brought back to the or where both the treating physician and a vascular surgeon attempted to stop the bleed. The treating physician stated that he doesn't believe the complication was related to the nanoknife procedure, as the bleed occurred distal to the area of the ablation. It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation.